Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump beeped several times during the night. The patient was not able to say what the error message said. Continuous infusion rate: 3ml/hour, total reservoir volume: 138ml, given: 5fu, length of infusion: 46 hours. Per reporter, the pump was not used to prime the extension tubing and the event log showed the reservoir volume was changed from 18.6 ml to 138ml. No patient harm/adverse event reported.